Event description:
The company was notified that the electrode array was accidently pulled out by the implant surgeon during ear cleaning. Surgery to explant the patient's device will be scheduled. The patient will be reimplanted with another advanced bionics device.